Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose level of 439 mg/dl. Wife stated that she needed to change the infusion sets and needed assistance because the customer¿s blood glucose is high. Assisted with the infusion set change. The customer was treated with 3.5u bolus from the insulin pump.